Event description:
It was reported that patient underwent procedure utilizing the micromax suture anchor in 2008. During the procedure, a micromax anchor was implanted and when the anchor handle was removed, it was discovered that the inner pin, which should detach with the handle, was still inside the implanted anchor. The anchor was removed and replaced.

Manufacturer narrative:
Engineer evaluation of returned component determined that the force necessary to deploy the anchor exceeded the retention force of the pin in the handle. This allowed the pin to remain attached to the anchor when the handle was removed. The forced necessary to deploy the anchor in hard bone is greater. No changes have been warrented. There have been no trends identified related to this type of event.

Manufacturer narrative:
The initial medwatch for this product problem stated that no changes were warranted at that time. Subsequently, a design change has been made to the inner pin to prevent detachment from the handle during installation of the anchor.

Event description:
It was reported that patient underwent procedure utilizing the micromax suture anchor in 2008. During the procedure, a micromax anchor was implanted and when the anchor handle was removed, it was discovered that the inner pin, which should detach with the handle, was still inside the implanted anchor. The anchor was removed and replaced.